Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer had a failed battery test. Blood glucose value was 160 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised that the battery cap will be replaced and need to be returned.